Event description:
A pt undergoing an orif for a right wrist fracture on (B)(6) 2012, was implanted with a 2.4 mm va-lcp 2 column volar distal radius plate, left. During the procedure, the sales consultant reminded the operating room staff to select the appropriated plate (left vs right) but stated "left" instead of "right". Neither the operating room staff nor the surgeon noticed and the left plate was implanted without incident. Later that day it was noted, the left plate was missing from the set and the surgeon was advised that a left plate has been implanted rather than a right plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number.